Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for two unknown screws. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
The patient was operated upon on (B)(6) 2010 for fixation of left femur using synthes implants. On (B)(6) 2013 the implants were removed and reportedly two screws were found broken and rusted. This report is for two unknown screws. This is report 1 of 1 for complaint (B)(4).